Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator. The reason for the call was the patient reported that their implanting hcp "put this in me and he paralyzed me from the waist down on the day of the implant". Pt says they spent 4 months in the hospital "and they tried to figure out what was going on but they just determined it paralyzed me, im partially paralyzed but I can still use my leg but im in a wheelchair". Tried to get further info from the patient but this is the information they provided.